Event description:
The hospital reported hemopro2 adaptor portion of the adapter was missing.

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ clinical code corrected from "4580" to "4582" h6--health effect ¿ impact codes corrected from "4648" to "2199" and "2645."

Event description:
The hospital reported hemopro2 adaptor connector piece is missing. Procedures were completed normally. No delay. No harm. No patient involved.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10 the reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned.

Event description:
N/a